Manufacturer narrative:
The bioburden, biological indicator (bi) results, bacterial endotoxin results and sterilisation records have been reviewed. The data indicates that the implant underwent approved clean room and sterilisation processes. Therefore there is no evidence to suggest that the reported problem of infection was related to the device sterility. This report is submitted march 20, 2020.

Manufacturer narrative:
This report is submitted on february 28, 2020.

Event description:
Per the clinic, the patient experienced an infection that was treated with antibiotics (mode of administration unknown). The device was explanted on (B)(6) 2020. The patient was not reimplanted with a new device during the same surgery.